Event description:
It was reported that the customer delivered a bolus without being connected to the infusion set tubing. Blood glucose (bg) meter indicated that bg level was high (value not provided). During troubleshooting with tandem technical support, the customer delivered a bolus successfully. Customer was satisfied and declined any further assistance.

Manufacturer narrative:
The t:slim pump user guide indicates the infusion set tubing is connected to the site when filling the infusion set cannula. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.